Manufacturer narrative:
While being transferred from the bed with assistance, the consumer's leg allegedly hit a metal piece that was sticking up and sustained a laceration requiring stitches. The bed allegedly had a dark mattress overlay that hid the metal piece. No history of a product problem. MDR filed based on alleged serious injury.

Event description:
The facility states the resident was being transferred and allegedly cut their leg on a metal piece that sticks up, resulting in 7 stitches.